Event description:
During a subclavian insertion attempt the spring wire guide unravelled and a piece broke off. The piece of wire embolized and later was removed in the cath. Lab. There were no additional complications.